Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of diabetic ketoacidosis. The pt stated she was having issues where soon after set and cartridge changes her blood glucose will go high for 24 hours before coming down. She states she was recently hospitalized for hyperglycemia. She was treated with IV insulin and released. The pt describes that she typically changes her site and set every sic days and her insulin cartridge after every other site and set change. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, device had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.